Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, they deployed the bands onto the varix in the patient's esophagus and the bands would not stay affixed to the varix. Three bands were deployed; however, none stayed attached. The procedure was not completed due to this event. The patient was sent to radiology for an emergency transjugular intrahepatic portosystemic shunt (tips) procedure. Additional information received on may 20, 2009, indicated that the patient was still in ICU on a respirator. However, from a gi stand point she, was stable (i.e., there were no signs of gi bleeding post tips).

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for the evaluation; therefore, a failure analysis of the complaint device could not be completed. However, based on the lot information provided by the user, the device was used past its expiration date. It is possible the use of the device past its expiration date could have lead to the issue experienced by the user.